Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a charred power plug. The charred power plug was noticed during regular inspection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 6832 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the plug, which resolved the issue. The biomed reported that the machine has been returned to service without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst). Field service technician investigation found objective evidence indicating a product problem, thus the complaint is confirmed. The fst indicated that the plug had charring damage. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. The plug was replaced by the fst.